Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, part of the staple was malformed at the first firing. Additional suture was performed to complete the case. No pt consequences were reported.